Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported a high lead impedance measurement (>3000 ohms) of the subject ventricular lead. It was also indicated that capture failure was confirmed with the application of maximum programmable output (7.5v/1.0ms). The doctor is considering that the patient might not need a pacing system anymore, since she had own intrinsic rhythm at around 70 bpm and her atrial fibrillation had switched to a chronic one. The patient will be monitored using a holter monitor and then the future treatment plan will be decided. The physician also mentioned that high lead impedance (>3000 ohms) was also measured on the associated atrial lead around (B)(6) 2020 screwvine 44sep lead with s/n (B)(4).